Manufacturer narrative:
The cause of the reported skin irritation/reaction cannot be determined. The information provided at this time is limited. Efforts have been made to gather additional case specific information. As reported there was no injury to the patient or intervention required as a result of this reported condition. A lot number has not been provided; therefore we are unable to perform a review of the manufacturing records. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
It was reported a skin (irritation) reaction following the use of arista ah hemostat during an inguinal cleaning. No patient injury or intervention were reported to be required as a result of this reported condition. Limited information was provided and specific details not provided.